Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the reporter on (B) (6) 2010, and was able to obtain/verify limited information. The patient manages her diabetes with self-adjusted insulin. The reporter did not know specifics of the patient's diabetes management regimen. The reporter indicated that the alleged issue started on an unspecified date/time 4-5 weeks prior to contacting lfs on (B) (6) 2010. The patient reported blood glucose results of "168, 184, 101, 131, and 102 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The reporter did not know what actions (if any) the patient took in response to the alleged issue. He also was not sure if the patient developed any symptoms because of the alleged issue. However, the reporter mentioned that the patient was hospitalized from march (B) (6) - (B) (6), 2010, due to chronic copd. The reporter also stated that the patient was treated with insulin during the hospitalization. The patient's blood glucose was reportedly tested on ER/hospital meter, but the results obtained were not known by the reporter. The reporter did not know what meter readings the patient obtained before and after she was hospitalized. He also did not know what actions the patient took before she was hospitalized. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized and treated with insulin after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.